Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Noise was able to be reproduced in clinic. During the lead revision procedure, an insulation anomaly was seen on the lead. The lead was repaired with medical adhesive. The lead was tested and no noise was seen. The patient tolerated the procedure well.